Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4) the investigation could not be completed; no conclusion could be drawn, as no product was received. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. (B)(4). The sterility documentation was reviewed and determined to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a patient was implanted with a long trochanteric fixation nail (tfn) for a left proximal femur fracture. The patient arrived at a different medical facility on (B)(6) 2016 complaining of hip pain. X-rays were taken and showed that the tfn helical blade had migrated and cut out of the femoral head. On (B)(6) 2016, the surgeon removed the helical blade, long tfn nail and one locking screw successfully and intact without and surgical delay. The surgeon revised the patient's hip by performing a total hip surgery. This is report 1 of 2 for (B)(4).